Event description:
A (B)(6) male pt underwent aaa repair with right approach on (B)(6) 2012. The pt was suitable for endovascular repair and the procedure was conducted as labeled. When the ipsilateral iliac sheath and gray positioner were being withdrawn after placing the ipsilateral iliac leg, blood leakage (350 ml) from the captor rotator was confirmed. Another sheath was inserted immediately and the leakage stopped. There has been no pt outcome reported.

Manufacturer narrative:
(B)(4): blood loss is listed in the instructions for use. (B)(4): captor leakage is not specifically listed in the instructions for use. Event is still under investigation.